Event description:
It was reported that during inspection before delivery to the facility , the cardiosave intra-aortic balloon pump (iabp) pressure of the drive pressure regulator was not stable and the pressure decreased after being operated for a certain period of time. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
. It was reported that the cardiosave intra-aortic balloon pump (iabp) had pressure regulator related malfunction. There was no patient involved or adverse event reported. The pressure regulator was unstable and kept working for a certain period of time and the pressure started to drop as it was being operated. Pressure drive regulator was replaced to a new one and the issue was resolved. After replacing of the parts, the system functional check and running test were performed normally. The fat dept. Received the following parts associated with this complaint drive regulator. This part was received with a reported unit failure message of unstable value of drive pressure regulator. Performed visual inspection of part received and found damaged inside of drive regulator. Due to this damaged and the risk, it poses, this part cannot be investigated any further by the fat dept. Retaining drive regulator in the fat dept. As per procedure 0002-07-d008 rev ak. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.